Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 01:30:16. During night drain cycle seven, the patient's ultrafiltration reading was 2276ml, indicating the home patient drained 2276ml more than their maximum programmed fill volume of 2400ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received functional testing. A visual inspection was performed. A short simulated therapy was performed. Upon conclusion of the investigation, the cause of this issue was determined to be an inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide warns that "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.